Manufacturer narrative:
Reported event: an event regarding dislocation (leading to a dislocation) involving bi-mentum cemented cup 47 was reported. The event was not confirmed. Method & results: -device evaluation and results: not performed as product was not returned. -clinician review: no medical records were received for review with a clinical consultant. -device history review: all devices were manufactured and accepted into final stock with no relevant reported discrepancies -complaint history review: there have been 2 others similar events for the reported lot. (B)(4) & (B)(4) relate to revision. These events are not linked to dislocation. Conclusion: it was reported that patient underwent a revision for dislocation and pain. Additional information including operative reports, progress notes, x-rays and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened. Product surveillance will continue to monitor for trends. Corrective action/preventive action: no action is required at this time as there is no indication to suggest a product non-conformity or unanticipated hazard.

Event description:
Patient occured a revision due to dislocation and pain.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
Patient occured a revision due to dislocation and pain.